Event description:
End user called for assistance checking the calibration of the device. Troubleshooting by phone confirmed the calibration was low out of range. The device was replaced and returned for investigation.